Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, urinary problems, bowel problems, recurrence, vaginal scarring, and organ perforation. It was reported that on (B)(6) 2010 the patient underwent mesh revision due to urinary problems. (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2013-01178 and medwatch 2210968-2013-01180. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2013-01178 and medwatch 2210968-2013-01180. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with mesh revision/removal due to second degree cystocele, no apical prolapse, and sui. It was also reported that the patient underwent mesh insertion on (B)(6) 2011 due to sui, s/p sling insertion. No additional information was provided. (B)(4).